Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment rendered for the event were not reported. It was not reported if the patient was hospitalized. The patent outcome was unknown. The action taken with dianeal therapies was not reported. Additional information is not available.